Event description:
Related manufacturer reference number: 2017865-2023-22509. It was reported that the patient presented in clinic for a follow up. It was revealed dislodgement due to twiddlers on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was recovering after the procedure.

Event description:
New information notes failure to sense and capture on the right ventricular (rv) lead and the atrial (ra) lead.